Manufacturer narrative:
On april 04, 2022, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 325cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 3) post-operatively. As a result, the patient underwent implant explantation on an undisclosed date. If clarifying information becomes available, a supplemental report will be submitted. This report is for the left side device.

Manufacturer narrative:
On may 13, 2022, the evaluation for the device was completed. The patient's identifier was updated to (B)(6). The patient's date of birth was updated to (B)(6) 1974. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sx mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On april 16, 2022, mentor received additional information regarding the device implantation and explantation date. The date of implantation (B)(6) 2020. The date of explantation is (B)(6) 2022. On april 26, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacture's reference number: (B)(4).